Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the iol was stuck in the cartridge. The iol was ripping as it was advancing and the damaged iol was not used. Additional information has been requested and received stating a second intraocular lens (iol) was implanted with a different cartridge. The procedure was completed on same day without any harm to the patient.